Event description:
It was reported that there was more volume than expected at the first pump refill. The estimated reservoir volume was 3cc and the actual reservoir volume was 17cc. No patient symptoms were reported. The hcp was unable to aspirate the catheter, so an x-ray was done and no obvious kinks were seen. The patient was taken to surgery in 2008. Once the pump pocket was opened the hcp again attempted to aspirate the catheter without success. The catheter was then cut at the sutureless connector site and another bolus was attempted but no fluid was seen dripping from the pump. The sutureless connector was then disconnected and another bolus was attempted; this time the fluid was seen dripping out of the pump. The sutureless connector was reconnected and the fluid continued to drip from the catheter. The hcp was then able to aspirate the catheter access port and fluid was free flowing. "It was thought the connector was not connected quite right." The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration system indicates it was baclofen.